Manufacturer narrative:
Retainer ring: black. Customer filed a complaint on (B)(6) 2021 about a crack on the select button. Pump passed the displacement test. The test p-cap locks properly in place in the reservoir compartment noted. The following were noted during visual inspection: partially broken retainer, pillowing keypad overlay, cracked keypad overlay. Verified crack on the select button. (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a cracked clip rails. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.